Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with epithelial ingrowth in right eye 2 o'clock position. The topical steroid dosage was not increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Patient's symptoms resolved on (B)(6) 2015. Additional secondary surgical intervention was required as flap lift and clean occurred on (B)(6) 2015 in right eye.